Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the rt210 adult breathing circuit was malfunctioning. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt210 breathing circuit was not returned to fisher & paykel healthcare (B)(4) for inspection as it was discarded by the customer. The investigation was performed from the information provided by the customer. Results: from the information provided by the office, we were unable to determine the cause of the reported malfunction. A lot check revealed no other complaints for lot 130801. Resistance tests and visual inspection are performed on all breathing circuits during production and those that fail are rejected. The user instructions supplied with the rt210 breathing circuit state: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check that the heater wire is evenly distributed along the circuit and not bunched or kinked. Set appropriate ventilator alarms. Device discarded by customer.